Event description:
It was reported that the patient¿s ipg incision site was not healing as expected, resulting an superficial infection at the ipg site. As such, the patient was hospitalized for 3 days to monitor the ipg site and was administered antibiotics to addressing the issue. Reportedly, the incision would has healed and the infection was well treated. Patient has not made a full recovery.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.